Event description:
It was reported that a spectrum iq pump failed upstream occlusion test and displayed air in line despite set being primed numerous times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was 12/08/2023 and should have been 12/07/2023.

Manufacturer narrative:
Correction was 12/08/2023 and should have been 12/07/2023

Manufacturer narrative:
Correction: disregard follow up MDR #3 as that was sent in error with an incorrect date. The relevant corrected information was captured accurately in follow up MDR #2 indicating that the follow up MDR #1 g3 date should have been 12/7/2023 and not 12/8/2023.